Event description:
It was reported that the pt collapsed and died in 2005. The date of the procedure was 8/9/2005. The pre-stroke scale indicated the pt's oveall arm and leg motor functions were normal. Other neurological deficits(s) not captured by nih stroke. The lesion stenois was 56% with a length of 4mm and thrombus was absent. The pt's 24-hour post post-procedure nih stroke scale was unchanged from the pre-procedure stroke scale readings. The pt was scheduled in 2005 for 30 day follow-up and neurological exam; however, the pt called to reschedule six days later due to no transportation. The dr's office was notified two days earlier by the family member that the pt had collapsed and expired. No autopsy is planned as pt had severe underlying pulmonary disease.